Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: during a planned removal of a tomofix plate and a screw was cold welded to the plate. Surgeon was using a screwdriver that became deformed. Surgeon then used a drill bit to remove the screwhead and an extraction screw to remove the remainder of the screw. All the screw was removed however it left a 9mm hole in the pt¿s tibia. Surgeon completed the procedure by using bone graft. This 2 of 3 reports.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.